Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15393. Related manufacturer reference number: 2017865-2019-15407. It was reported that the patient presented in clinic for follow-up, upon interrogation the left ventricular (lv) exhibited loss of capture, change in impedance, and change in sensing. X-ray was done and it was noted that the lead was dislodged and had significant coiling at the device header, indicative of device twiddling. During lead revision procedure it was discovered that the lv lead was severely coiled around the right ventricular (rv) lead into a tight helix. There was also a slight increase in rv lead impedance. Due to patient being dependent, physician elected to cap and replace both leads on (B)(6) 2019. Patient recovered normally from the procedure with no reported abnormal events.